Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the x ray was not possible during the procedure and ip pc was not switching on manually. Upon review of the system logfile, fse confirmed that the issue was with ippc disk bay. During troubleshooting actions, field service engineer (fse) identified that the ip pc was not communicating with the host pc. Fse replaced the ippc disk bay. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.

Event description:
It has been reported to philips that the system x-ray was not possible. The device was in clinical use. No patient harm reported.